Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise which was confirmed through isometrics. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise which was confirmed through isometrics. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.